Manufacturer narrative:
(B)(4). MDR 9610877-2015-00039 is being submitted for pentax disposable tri-bristle cleaning brush model cs-6021t/lot 0031075. MDR 9610877-2015-00040 is being submitted for pentax video colonoscope model ec38-i10l/(B)(4).

Event description:
The pentax regional service manager visited the facility on (B)(6) 2015 to discuss the recent event and observe reprocessing. During observation, no incidence of mishandling or any cleaning and brushing technique that may have led to the brush breaking off inside the pentax scope was observed. The facility was instructed to confirm that the scope techs are cleaning and checking the tri-bristle brush as it exits each port. The IFU specifically states, "after using, carefully check that no parts of brushes have fallen off inside the endoscope's suction channel. If the inspection determines that bristles or a distal end (blue) have come off during cleaning, immediately retrieve them by flushing clean water through the channel with a syringe. Any part of the brush remaining in the channel after cleaning may drop into the patient's body during a subsequent procedure. Depending on the location of a detached part, it cannot be flushed away by clean water through the channel with a syringe. In this case, contact your local pentax sales facility." The facility confirmed that the process is being vigilantly followed since the incident. They also confirmed that they are not reusing the disposable brushes and 85-100 brushes are being used at the facility per day. The customer did not return the colonoscope to pentax for evaluation as the user was able to remove the brush and no issues were reported with the colonoscope. A review of the service history indicates the colonoscope has not been serviced by pentax medical since sold on (B)(6) 2015. On (B)(6) 2016, a device history review was performed which confirmed the colonoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions. A corrective action request ((B)(4)) was issued on (B)(6) 2016 for the manufacture to further investigate. Pentax medical completed the investigation on (B)(6) 2016 and since no further information has been received for this event, pentax medical considers this medwatch report closed.

Manufacturer narrative:
(B)(4). MDR 9610877-2015-00039 is being submitted for pentax disposable tri-bristle cleaning brush model cs-6021t/lot 0031075. MDR 9610877-2015-00040 is being submitted for pentax video colonoscope model ec38-i10l/serial (B)(4).

Event description:
Pentax medical became aware of an event on 10/22/2015 in which the facility reported "near the beginning of the procedure, pentax video colonoscope model ec38-i10l/serial (B)(4) seemed clogged. Flushing was performed and the tip of a pentax tri-bristled cleaning brush model cs-6021t/lot 0031075 was seen. The video colonoscope was removed from the patient and the broken brush part remained in the colonoscope and did not fall out into the patient." There was no report of patient injury or illness and this was the first patient the colonoscope was used on after the last reprocessing. In addition, preprocedural inspection of the suction mechanism was performed, however, it was not until the procedure, that the suction seemed to be affected.